Event description:
Two treatments were performed in the distal right coronary artery with a diamondback 360 coronary orbital atherectomy device (oad). Upon removal of the oad and viperwire advance guide wire, it was observed the tip of the viperwire was sheared off. The fractured component was not retrieved and left in-vivo. A stent was placed to pin the fractured component to the vessel wall. The patient was in stable condition and no adverse events were reported as a result of the viperwire fracture.

Manufacturer narrative:
The guide wire was returned for analysis. The guide wire was fractured at the proximal spring tip solder bond. The spring tip section was not returned for analysis. Scanning electron microscopic analysis of the fracture showed evidence of ductile torsion. The exact root cause of the stress condition that led to the fracture was unable to be conclusively determined. The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).